Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow keypad button was unresponsive and the up arrow and contrast buttons were intermittently responsive; the ok button responded appropriately. During investigation, moisture was found under the keypad along with evidence of contamination under all key contacts. The pump was opened and no further moisture was found.

Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for two to three months. The keypad was reportedly intact and the pump was not exposed to water although it was alleged that moisture was seen behind the display screen. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.